Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached cannula. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Patient's mother stated that when she placed the sensor down and went to pick it back up, the cannula was out. No additional patient or event information is available.